Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that during a breast reconstruction procedure, the physician noted an irregular round circle cut into the valve of a 450cc mentor cpx4 tissue expander that was creating a bulge when removing air. The tissue expander was not inserted into the patient. Another tissue expander was used to complete the procedure. There was no adverse event or patient consequence.